Event description:
It was reported that pump experienced non-resettable malfunction code 16-0x20e6 during use, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy with replacement pump, and distributor arranged delivery of replacement device while return details for malfunctioning pump were not provided.